Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 39286-65, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 97740, serial# (B)(4); product type programmer, patient product ID 97754, serial# (B)(4); product type recharger product ID 39286-65, serial# (B)(4) implanted: 2013 (B)(6); product type lead. (B)(4).

Event description:
It was reported by the manufacturer representative was meeting with a patient on 2014 (B)(6). The manufacturer representative noted that the patient stated they had to turn up the implant to 8 or 9 volts before they felt stimulation. Further, when the stimulation was turned up, it felt ¿like it squeezed the spine where the surgical paddle was.¿ it was noted that ¿stimulation was not a normal pattern¿ and was the upper back. The manufacturer representative was not sure how long this had been happening. The manufacturer representative did not know if the following information was accurate and it was noted that it was speculation at the moment: it was noted that perhaps the paddle was implanted upside down. It was noted that an x-ray was taken and when looking at the lateral x-ray it ¿looked like the flat electrode contacts were facing away from the spinal cord.¿ the reporter indicated that per the patient¿s description sounds like it could be stimulating ligaments and flavum. The primary reason for the call was to obtain an image/brochure that showed how the electrodes were positioned within the paddle. It was later reported that the orientation of the paddle was unconfirmed. The manufacturer representative might be able to send in an x-ray but would ask the doctor. It was noted that the patient was not using the stimulator and was not receiving effective therapy. It was noted that there was not a 50% or greater reduction in symptoms and ¿nothing had happened with this patient yet.¿ it was noted that one doctor was communicating the situation to the implanting physician. There were no other diagnostics done. The manufacturer representative did not know if any interventions were planned. It was noted that the patient was anxious for a resolution. It was later reported, the patient was meeting with their healthcare provider in the coming week. It was later reported on 2014 (B)(6) that the patient was scheduled for a revision or explant surgery (B)(6). Additional information was requested but was not available at the date of this report.

Event description:
Additional information received 2014-07-29 reported that the patient had a revision ¿last week.¿ it was noted that the lead was repositioned and now stimulation coverage was excellent. The patient was sore 2014-(B)(6) but was improving each day. It was noted that they would start using stimulation when the procedure pain subsided.